Event description:
Three in.pact admiral paclitaxel-eluting balloon catheters were used during index procedure to treat lesion in the sfa/popliteal of the left leg. Approximately 16 months post index procedure patient suffered total occlusion to the left sfa/popliteal. Urokinase treatment was started 2 days later. Revascularization was carried out 3 days later with a non-medtronic pta balloon. Patient recovered. Investigator assessed that the event was not related to the study device, procedure or paclitaxel.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Manufacturer narrative:
The cec has adjudicated the occlusion event as related to the study device, not related to the procedure or drug.

Manufacturer narrative:
The patient did not have history of carotid artery disease. The patient had previous peripheral revascularization of the right popliteal.